Event description:
The pt was reportedly experiencing poor performance. The pt's device was explanted. The pt was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection system lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.